Event description:
The device was received for service. The event history was reviewed by baxter service tech and failure code 538 was found. According the biomed engineering dept, no pt injury has been reported. Info was not provided regarding whether or not the device was in pt use when the reported event occurred. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, age of pt, or medication involved.